Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens on (B) (6) 2006 in her left eye (os). The patient has been experiencing halos and bad night vision. The facility reported: the patient reported seeing halos the same day of surgery. At a post-op visit on (B) (6) 2006, the patient did not report seeing any halos and the vault was good. The iop was normal and the patient had good vision. The best-corrected visual acuity was 20/25 +1. The patient has not returned for any follow-up visits to date. The lens remains implanted. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order search was performed and no similar complaint was found within the work order. Conclusions - no conclusion can be drawn: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).